Event description:
Took 5 ihealth at home covid antigen tests - 3 showed nothing (not even the control line). One was positive and one was negative. I did follow up with a lab pcr test which was negative as well as a different brand antigen test, also negative. The quality of the ihealth tests was terrible. One vial had almost no liquid to even complete the test. FDA safety report ID# (B)(4).